Event description:
It was reported that the procedure was cancelled. An icefx system was selected for use in a cryoblation procedure for a recurrent left sacral aneurysmal bone cyst. There were two lesions the physician wanted to ablate. The neuro team was present for neuromonitoring under general anesthesia. The first (smaller) lesion was ablated with success using the icesphere 1.5cx needle. During the insertion of the needle and freezing of the first lesion, neuro noticed a significant amount of artifact and interference on the screen of the neuromonitoring system. Neuro signals were unable to be detected due to the artifact. The lesion was still ablated successfully due to the doctor not being concerned with the lack of any nerves being near that area. The icesphere was successfully removed and the 2nd lesion was prepped for ablation. During preparation of the second lesion, the physician pulled the icerod out of the packaging, and it was plugged into the icefx system. The needle was placed onto the patients skin, not puncturing through the skin, and noticed the same artifact/interference was occurring on the neuromonitoring system. The nerve signal was unable to be visualized. A new icerod was opened and repeated the same steps above. There was a significant amount of artifact when placing the 2nd icerod on the patients skin. Filters were placed onto the neuromonitoring system. The neruomonitoring system was shutdown, repowered, and plugged into a different outlet. The cryo system was shutdown, repowered and plugged into a different outlet. The cryo needles were disconnected from the system and placed on the patients skin. When the needles were disconnected, there was no artifact/interference with the neuromonitoring system. The procedure was cancelled. There were no patient complications and the patient is doing well.